Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken on anterior, posterior and radius and underweight. A visual and microscopic analysis was performed which identified; crease smooth opening on radius, crease sharp opening on radius, stress marks, creases fold and missing (0-25). Based on the device analysis the final assessment is: smooth crease opening on radius assessed as fold flaw opening and missing shell, assessed as inconclusive. Additional, changed, and/or corrected data: d.10, h.3, h.6 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.